Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not switched on and found a loss of the cmos configuration. Review of the system log file showed that the host pc cannot start communication with the flexvision pc resulted in the system not being able to complete the startup sequence. The fse restored the configuration. After restoring of the configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not power on. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.